Manufacturer narrative:
Device was received with missing segments or partial display due to cracked and bleeding on lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display screen of the insulin pump had crack. The blood glucose level of the customer was unknown at the time of the incident. The customer stated that the display screen was partially not readable due to the crack on the display. The insulin pump will be returned for analysis.